Event description:
It was reported that days after the implant of the right ventricular (rv) lead there was high impedance and no capture when programmed to bipolar. It was also noted per x-ray that the rv lead was not fully inserted into the header of the device. There was also a short area of the proximal to the lead that appears to be sticking out. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6937, implanted (B)(6) 2013; product ID: ddbc3d1, implanted (B)(6) 2013; product ID: 4968, implanted (B)(6) 2011. (B)(4).